Event description:
The customer's mother called to report that the customer was hospitalized but released the same day. Troubleshooting was performed. It was stated that the reservoir was out of the pump the night before and customer had trouble placing the reservoir back into the pump. It was indicated that the customer does not have any idea how this happened. Additionally the customer mentioned that each time customer was taking a bolus the pump showed a bolus stopped even though the device had not been dropped or bumped and the battery cap was not loose. Instructed the customer to consult the doctor about a back up plan of manual injections.